Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for the meter don't turn on. Joyce (wife) is calling on behalf of the customer. During the call we troubleshoot the meter we were able to get the meter to come on. Run a blood test and customer have result was hi result. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is below 200mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: the hi (B)(6) 2017 12:50:00 pm fasting: no, the 455mg/dl (B)(6) 2016 11:20 am fasting: no, the 353mg/dl (B)(6) 2016 09:24 am fasting: yes, the 322mg/dl (B)(6) 2016 09:18 pm fasting: yes. Customer test 3 times a day.